Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump had operating currents within specification. The insulin pump was monitored and no blank display anomalies were noted. No reset was noted. No traces of moisture were noted at the keypad traces, electronic assembly or motor assembly during the visual inspection. The insulin pump was received with a stripped battery cap coin slot. The insulin pump was received with minor scratches on the display window.

Event description:
Customer called to report a blank display screen on the insulin pump. Customer's blood glucose reading was 265 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.